Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion as reported by the field, during an endovascular embolization, the doctor was unable to visualize an enterprise2 4mmx23mm intracranial stent (encr402312, 9020421) under image after the stent was delivered to the prowler select plus 150/5cm microcatheter (606s255x, 31338513). The doctor only retracted the stent alone and observed that the stent was detached from the delivery wire. Then the physician removed the microcatheter and switched to new devices to complete the surgery. There was no reported alleged product malfunction against the prowler select. Additional event information received on 05-feb-2025 indicated that there was resistance felt within the microcatheter. There were no procedural delays due to the event. Additional event information received on 19-feb-2025 confirmed that they were not able to visualize the stent under flouro. The microcatheter was removed and replaced with a new one due to the stent issue. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the concomitant enterprise was found stuck inside the microcatheter. No appearance of damages was observed on the microcatheter. The enterprise device was attempted to be removed from the microcatheter; however, high resistance was met both ways. The device was immersed in an ultrasonic cleaner for a few minutes, however, despite of this the device was unable to be removed. A dissection was made at the distal end of the microcatheter and high amounts of blood and cloths were found occluding the microcatheter. The complaint is confirmed based on the occluded condition of the microcatheter. Although a continuous flush was reported, the high amounts of blood and cloths suggest that the flush was insufficient as according to risk documentation, an insufficient flushing can compromised the performance of the therapeutic device. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31338513 number, and no non-conformances related to the malfunction were identified. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, the doctor was unable to visualize an enterprise2 4mmx23mm intracranial stent (encr402312, 9020421) under image after the stent was delivered to the prowler select plus 150/5cm microcatheter (606s255x, 31338513). The doctor only. Retracted the stent alone and observed that the stent was detached from the delivery wire. Then the physician removed the microcatheter and switched to new devices to complete the surgery. There was no reported alleged product malfunction against the prowler select. Additional event information received on 05-feb-2025 indicated that there was resistance felt within the microcatheter. There were no procedural delays due to the event. Additional event information received on 19-feb-2025 confirmed that they were not able to visualize the stent under flouro. The microcatheter was removed and replaced with a new one due to the stent issue.

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.